Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced endogenous peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency, duration and route of administration not reported) for the event of peritonitis. Eight days after the event onset, the patient was recovered from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available.